Event description:
Literature: krach, le et al. "Satisfaction of individuals treated long-term with continuous infusion or intrathecal baclofen by implanted programmable pump." Pediatric rehabilitation. 2006. 9(3): 210-218. Seven catheter-pump connector tears occurred.

Manufacturer narrative:
This report is being filed following an internal audit.